Event description:
It was reported that the right atrial lead was not sensing or capturing and a dislodgement was suspected. The lead was programmed off and a replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1, implantable pulse generator, (B)(6) 2013. (B)(4).